Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 12/05/2017. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in a fully advanced position and locked. The cartridge was correctly engaged into the device. No assembly error and/or defect related to the manufacturing process were observed. Visual inspection at 10x microscope magnification showed lack of lubricant material in the device. The intraocular lens (iol) was not returned. The customer's reported dark purple/dark blue-black filament could not be identified in the returned device. A video of the procedure was provided and it was evaluated. The video showed an implanted lens. Something that appeared to be a filament was observed under the lens. It also showed that the surgeon removed the filament during the irrigation/ aspiration (I/a) procedure. Based on the investigation it was not possible to confirm if the particle observed was related to the manufacturing process, as the reported lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. Throughout the manufacturing process there are various cleaning operations and 100% visual inspection under the microscope that would have identified and discarded a lens with a similar particulate or substance. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. In addition sterilization records were reviewed: sterilization was processed and no deviations were found that affects the sterility of the device. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 23.0 diopter intraocular lens (iol) was implanted into the patient's operative eye with the use of healon pro. Post-operatively, the doctor noticed a little filament of dark purple/dark blue-black in the operative eye. Reportedly, the filament was removed through irrigation and aspiration. There was no incision enlargement and no patient injury. Reportedly, the fiber was into the tubing system. No additional information was provided.